Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that these types of events can occur: ¿elevated metal ion levels,¿ ¿intraoperative or postoperative bone fracture and/or postoperative pain,¿ ¿loosening or migration of the implants,¿ ¿periarticular calcification or ossification,¿ and ¿material sensitivity reactions." This report is number 2 of 3 mdrs filed for the same patient (reference 1825034-2013-02455, -04858, and -04861). This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2012 due to patient allegations of pain and elevated metal ion levels. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations therein are unverified. Additional information received indicates the patient also underwent total right hip arthroplasty on (B)(6) 2010. Patient medical records indicate that a right hip revision procedure was performed on (B)(6) 2012 due to high metal ion blood levels and patient complaints of pain. Operative notes report a loose acetabular component, heterotopic ossification, compression of sciatic nerve, and pseudo-tumor of the right hip. The acetabular component and femoral head were removed and replaced.

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2012 due to patient allegations of pain and elevated metal ion levels. . Additional medical records were received and revealed patient¿s blood was tested on (B)(6) 2012. This report is based on allegations set forth in plaintiff's complaint and the allegations therein are unverified.